Event description:
It was reported that during the boot-up cycle, the device displays bars across the top of the screen and nothing else. There are no sounds to indicate that the device is completing a boot-up cycle. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that at power on, the display came on with call service 910a. After clearing the code, the assembly powered on correctly in a test device. The observed failure to complete a boot cycle could not be duplicated.